Event description:
Patient with a history of urinary incontinence who had an interstim placed in 2002. The interstim stopped working the patient was struck by lightening. One year later the patient went to the o.r to have the inner stem lead removed and replaced. According to the operative report, during the removal of the old lead, "the two distal electrod separated from the electrode bundle and remained behind in the pre-sacral area." According to the surgeon, there was no sequela to the patient. The lead was sent to medtronic.